Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Screw fell out of mako reamer handle shaft during reaming. Issue noticed by surgeon. Additional information received on 16/12/2024: the screw did not fall into the patient.